Event description:
This is an adverse event occurring in a patient in the (B)(6) registry with 1 cm of barrett's esophagus. Patient was treated with rfa on one occasion without adverse event. Two months later, endoscopy showed a mild stricture. This was dilated without issue. At last visit, patient had no remaining stricture. Per the registry protocol, the physician deemed this as mild severity, unknown relationship to the procedure, and not related to any device malfunction.